Manufacturer narrative:
The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: 6096730, 6168620, and 6106999. Multiple expiration dates: there were multiple expiration dates reported to be involved. The information for each expiration date is as follows: 03/31/2017, 06/30/2017, and 04/30/2017, respectively. Multiple manufacture dates: there were multiple manufacture dates reported to be involved. The information for each manufacture date is as follows: 04/05/2016, 06/16/2016, and 04/15/2016, respectively. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lots were not observed. A review of the manufacturing records was completed for the incident lots and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had poor barrier separation.